Event description:
Afternoon chest xray demonstrated protek rvad [right ventricular assist device] migrated from pulmonary artery into right side of heart. No changes in patient hemodynamics. Chest xray performed for respiratory not cardiac reason and incidental finding. No obvious deviation in cares prior to discovery. Patient went to operating room for removal. Family updated on event.